Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿absorbable antibiotic beads for treatment of lvad driveline infections,¿ that treatment of left ventricular assist device (lvad) driveline infection with absorbable antibiotic beads with primary wound closure is a viable option. This single-center retrospective study evaluated 5 patients implanted with an lvad and had developed a deep driveline infection between (B)(6) 2019 and (B)(6) 2021. Of the total 5 patients, 3 patients were implanted with the heartmate 3, 1 was implanted with the heartmate ii, and 1 was implanted with the hvad. Each of the 5 patients were admitted with lvad driveline infections that were refractory to systemic antibiotics and treated with surgical debridement, driveline relocation, and placement of absorbable antibiotic beads that did not require to be exchanged or removed from the wound bed, which allowed the wound to be closed. The absorbable antibiotic beads were made calcium sulfate-based (cs) and impregnated with vancomycin and tobramycin. Of the total 5 patients, 4 had complete resolution of infection following the treatment of absorbable antibiotic beads. One patient had a recurrent of infection 7 months post resolution, at a different part of the driveline, which was treated with a repeat debridement and bead placement. Eventually, 2 of the patients were transplanted heart transplant while the remaining 3 patients were doing well on their lvads with no signs of driveline infection. In conclusion, absorbable calcium sulfate antibiotic-coated beads with their favorable release and dissolving properties are promising as an adjunct to the treatment plan for vad driveline infection. The patient was implanted in (B)(6) 2018. The patient developed infection 567 days after implant. Their symptoms included a draining abscess from the driveline exit site. There were no computed tomography (CT) findings. The discharge cultures were positive for serratia marcescens. The patient experienced persistent seropurulent discharge from their driveline 920 days after implant. A CT did not reveal any fluid collections around the lvad or driveline. Discharge cultures were positive for serratia marcescens and finegoldia magna. The patient experienced abdominal pain and seropurulent discharge from their driveline 1825 days after implant. A CT revealed cellulitis surrounding the driveline. No abscesses were noted. Discharge cultures were positive for serratia marcescens.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. (B)(6), USA. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 90979616). Wadiwala I, garg p, alamouti-fard e, landolfo k, sareyyupoglu b, ahmed m-s, et al. Absorbable antibiotic beads for treatment of lvad driveline infections. Artif. Organs. 2024;00:1¿8. Https://doi.org/10.1111/aor.14721. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.